Event description:
It was reported the patient's scs ipg tilted in the pocket site. Consequently, surgical intervention was taken and the ipg was repositioned in the pocket and, the issue was resolved.